Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a patient was to receive dilaudid 30mg/30ml started at 0242 ; pca dose only. 0.2mg with lock out of 6 minutes at a total of 2mg/hr. It was noted between 0630 and 0730 the patient had received 27mg within the 3-4 hour span. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an over infusion of dilaudid was confirmed. Analysis of the pcu event logs showed that on (B)(6) 2016 at 2:42am the pca device was programmed for hydromorphone (dilaudid). The programmed parameters were: pca dose only, concentration 0.2mg/1ml, pca dose 0.2mg, lockout interval 6 minutes, and max limit 2mg/1hr. Between 2:46am and 6:59am (B)(4) pca doses were delivered with a vtbi of 1ml each. At 7:25am another pca dose was delivered and the device was paused a short time later. At 7:31am the final pca dose was delivered and at 7:34am the device was powered off. Rate accuracy testing was performed and the device passed all testing. The cause of the over infusion was determined to be user programming of an incorrect drug concentration.